Manufacturer narrative:
Product evaluation: the lens was returned with a non-qualified cartridge. Viscoelastic is dried on the lens. The lens was cleaned. No damage or abnormalities were observed. The cartridge has been used. Tip stress observed. Iol product history records were reviewed and the documentation indicated the product met release criteria. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause for the pc-rupture cannot be determined. The reported complaint edge of lens may be sharp was not observed. No lens damage or abnormalities were observed. The lens dimensions met release criteria. This lens model is only qualified for use in only two specific cartridges. The customer used a non-qualified cartridge. (B)(4).

Manufacturer narrative:
Evaluation summary: product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The device was not returned for analysis. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
During intraocular lens (iol) implant surgery, a facility representative reported an (iol) that, per the surgeon, may have had a sharp edge that contributed to a posterior capsular rupture. The lens was removed during the initial procedure.